Manufacturer narrative:
The information provided in the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer had diabetic ketoacidosis on (B)(6) 2019 and it was already reported on (B)(4). Current case just had battery issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due diabetic ketoacidosis. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the for the past week gets alert to replace battery and now the metal contact in cap feel off and lost the battery cap. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Timing was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. Customer states the battery cap is damaged. Adv we will send a replacement battery cap. The customer was advised to monitor the pump and call if problems persist and new battery resolved the issue. The insulin pump will not be returned for analysis.